Manufacturer narrative:
Approximate age of device ¿ 4 years 4 months 14 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient came in to the office with wires exposed on their driveline near the insertion to the system controller. This had previously been rescue-taped, but the site worsened. No alarms were occurring. The patient received a new modular cable and tolerated well with no difficulties. No additional information was reported.